Event description:
It was reported that the pump over delivered. Total volume set to infuse was 138 ml over 46 hours, at 3 ml per hour, and 13.1 ml remained. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).